Manufacturer narrative:
Visual analysis of the returned device identified a broken shell, a green particulate material found on the shell, and fold creases. A weight test of the device was performed which verified the device was underweight. A microscopic analysis was performed which identified a sharp crease break, stress marks, and wear abrasion. Based on the device analysis, the final assessment is a sharp crease edge break on the posterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.